Event description:
A distributor reported on behalf of a healthcare facility in china that the base of an mr290v vented autofeed humidification chamber provided with an rt265 infant ventilator circuit dual heated with mr290 autofeed chamber was found leaking water during patient use. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare is currently in the process of finalizing the investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that the base of an mr290v vented autofeed humidification chamber provided with an rt265 infant ventilator circuit dual heated with mr290 autofeed chamber was found leaking water during patient use. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Method: the subject mr290v vented autofeed humidification chamber was not returned to fisher & paykel (f&p) healthcare for evaluation. Our investigation is therefore based on the limited information, photographs and a video provided by the healthcare facility and our knowledge of the product. Results: the provided video shows water leaking from the mr290v humidification chamber. No visible damage can be determined from the provided video and photographs. Conclusion: without the return of the subject device, we are unable to confirm the cause of the reported event. Every mr290v chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v humidification chamber would have met the required specifications at the time of production. The user instructions that accompany the rt265 breathing circuit state the following: "use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water." "Do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."